Event description:
It was reported that the user experienced a scanning error with a new freestyle libre 3 plus sensor when attempting to pair it with the ilet app, and guidance was provided to delete and reinstall the ilet app, after which the sensor was successfully scanned and entered warm-up. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that app reinstallation resolved the scanning issue and normal function was restored. It was concluded that the event was related to a transient app communication issue, resolved through standard troubleshooting, with the device operating as expected thereafter.